Manufacturer narrative:
(B)(4).

Event description:
The patient experienced a loss of therapeutic effect. The event was not associated with any falls or injuries. The patient was seen in clinic. Device interrogation revealed impedances greater than 40,000 ohms on unipolar pair case-0 and case-1. The deep brain stimulator was reprogrammed. The patient did not maintain coupling during recharging sessions. The battery was not able to be charged over 50%. The patient was to receive additional education regarding w recharging. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.